Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad lld contact spring, plunger clamp and cable in the reported problem area of the pipetter assembly. The lld contact spring, plunger clamp and 70-cable were replaced. The instrument was inspected, tested without further problem, and returned to service.